Event description:
I have used respironics system one and then the dreamstation from 2013 until yesterday. I have been coughing up black particles for years. I exhibit symptoms listed in the recall notification. Tests are needed. Please arrange. Thank you. FDA safety report ID # (B)(4).